Manufacturer narrative:
An event regarding instability involving a scorpio ps tib insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were received. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported instability could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Tibial bearing poly swap, loose knee.

Event description:
Tibial bearing poly swap, loose knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.